Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os) on (B)(6) 2009. The patient reported he has lost vision due to the development of a cataract. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
Additional information received - the patient reported a second surgical procedure was performed because the implantable lens had to be removed, replaced or repositioned. The facility reported the lens was explanted on (B)(6) 2013 and the cataract was removed. The patient's post-op va was 20/15 and the prognosis is good.